Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during preparation for a treatment procedure, balloon inflation failed. The 12mm x 2.00mm apex balloon catheter was selected for use, but during preparation the balloon would not hold pressure. There was no patient contact. The procedure was completed with another apex balloon. Returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
Device evaluated by mfg: a microscopic examination of the returned device identified a pinhole in the balloon material over the distal marker. No issues were noted with the distal marker which could potentially have contributed to the pinhole. The device was attached to an encore inflation unit and during attempts to inflate the balloon liquid leaked out through the pinhole site, preventing the balloon from inflating and maintaining pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).